Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after fainting. Upon device interrogation, the atrial lead exhibited high impedance and loss of p wave sensing. According to the clinic, the fainting was not thought to be device related. Patient was referred to electrophysiology for consult. The lead was capped and replaced on (B)(6) 2017. Patient was stable pre, during and post procedure.

Manufacturer narrative:
The previously reported date received by manufacturer: 11/29/2017 was incorrect; the correct date received by manufacturer is 12/5/2017.